Manufacturer narrative:
Two (2) photos and one (1) video were provided by the customer for evaluation. The video clearly shows the leak at the junction of the spike and clave. Received one (1) used. List#: unknown, norm-saline injection "otsuka" 0.9% 500 ml intravenous bag with 5-fu. One (1) used. List#: ch-14, chemoclave® vented bag spike. One (1) used., bag spike adapter with spiros. One (1) used. List#: unknown burette set. As received, no physical damage or other anomalies were observed. Confirmed customer complaint of leak between the blue/white junction, probable cause of unintentional bending force. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
An event involving chemoclave® vented bag spike experienced leakage. The reporter stated "there is leakage at the blue-white junction". Concomitant device was used. Device was use for 5-fu chemo. Device was not biohazard. Unknown if there was user facility medwatch. There was no bleed back. Device was not reprocessed or re-sterilized. 1 involved device and sample is available for investigation. Sample picture and sample video were provided to ICU medical showing leaking of fluids in between the connection of the blue clave and the bag spike. There was patient involvement, no patient harm and there was delay in critical therapy. Update 1: the facility was following facility protocol with regards to spillage and cleaned up. The delay of therapy was critical because they need to prepare a new chemodrug. The mating device is ch-3034, the lot number is unknown. When they use new ch-14 and therapy resumed without any problem. The following information where the english translation of the provided attached email: abnormal cause was other, abnormal describe: the drug leakage from clave, leakage condition as attachment photo., abnormal sample was keep. Update 2: the involved device is with lot number: 13824721..

Manufacturer narrative:
E1 this report was received through (B)(6). H6 the device has been received, but an investigation is not yet complete. When completed, then a supplemental MDR will be submitted.